Event description:
It was further reported that the lesion was non-calcified, non-tortous. A cypher stent was placed in the proximal 90% stenosed svg to om. A taxus express2 drug eluting stent was then advanced to stent the distal 99% stenosed svg to om but would not pass the cypher stent. Upon pulling the taxus stent back to the march3 guide catheter the stent came off the balloon onto the bmw guide wire. The physician attempted to pull back the guide wire to retrieve the stent but was unable to do so. The sheath was exchanged for an 8f, then a 10f and a snare was used to grab the stent off the guide wire. A 3.00 x 13 mm cypher stent was used to complete the procedure after several postdilations of the first cypher sten placed. The pt status is reported as 'fine'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was the saphenous vein graft to the first obtuse marginal branch (svg to om1). The lesion was not predilated and the physician attempted to place a 3.00 x 12 mm taxus express2 drug eluting stent. However, the taxus stent was unable to cross the lesion and a proximal stent strut was flared. The physician retracted the stent delivery system (sds) but was unable to pull the sds entirely back into the mach 1 guide catheter. The physician then pulled the guide catheter with the sds back through the sheath but the sds again would not entirely pull back into the sheath. The sds was then snared with the guide wire and pulled out. The procedure was successfully completed with another 3.00 x 12 mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".